Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked at the base of the drip chamber. The device was filled with oxaliplatin. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked at the base of the drip chamber. The device was filled with oxaliplatin. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.